Event description:
It was reported that an arteriotomy closure of a mildly calcified unspecified vessel was attempted using a starclose se device with a 7fr sheath, after a below the knee (btk) interventional procedure. Reportedly, the thumb advancer would not advance completely to split the sheath. The device was difficult to remove and patient was transferred to the theatre for emergency removal of the starclose se device and to suture the vessel closed. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgicial procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer and difficulty removing the closure device were confirmed. Reportedly, a femoral angiogram identified mild calcification at the access site and the safety release button was not used to collapse the vessel locator wings during the attempt to remove the closure device. The starclose se instructions for use (IFU) states, under precautions, do not deploy the clip in areas of calcified plaque. The IFU also states under the closure procedure, if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the thumb advancer and difficulty to remove the closure device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. The safety release mechanism was not used. (B)(4) - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.